Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during explant procedure, the set screw on the pulse generator appeared to be stripped. The hex wrench was unable to catch on the screw to release the right ventricular lead. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported inability to loosen the rv set screw was confirmed in the laboratory. Visual inspection identified calcified blood was limiting wrench insertion and preventing the wrench from engaging the setscrew inset walls. The calcified blood was removed from the setscrew inset. A wrench could then be inserted into the inset and the setscrew untightened. The blood most likely came through damage to the septum in the form of a hole punched through it.